Event description:
(2/2 reference (B)(4) for related complaints) (documenting pump) per email: user facility reported an over-infusion / over-delivery of a compound drug via cadd administration, staff noticed it ran out 6 hours prematurely. No injury reported. Npr. Details below: advanced pharmacist from (B)(6) hospital called baxter compounding services on (B)(6) 2022 to report 1 doxorubicin cadd over-infused (code 21730224, batch 4103162). Customer reported the patient?s cadd was administered via a pump over the 4 days; however nursing staff noticed it ran out 6 hours prematurely. Customer requested information if the cadd volume on the label accurately reflects the actual volume in the device. Further information requested from customer via qa specialist of baxter compounding services regarding whether details of the pump used during this event are available. This was identified at the hospital on (B)(6) 2022 during patient infusion. There was no report of patient injury or medical intervention as a result of this event. The actual sample was used by the customer, no photographs have been provided for investigation. Baxter compounding services product: doxorubicin (accord) 40mg in sodium chloride 0.9% cadd cassette.